Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level and moderate ketones. Bg value not provided. A manual insulin injection was administered to address bg level. The customer continued to use the pump for insulin therapy.